Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information found in: a5, a6, h2, h10 intuitive surgical, inc. (Isi) performed follow-up with the customer on (B)(6)2022 and obtained the following additional patient related information: the procedure was performed on a non-hispanic asian patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The gimbal assembly was analyzed and found to have no issue. The 25521 error was confirmed in the system log. The unit was installed onto a system and powered up. The sine cycle and test drive were performed without any issues. The unit also passed all tests that were performed via diagnostic test engineering (dte) and matlab. There was no trouble found with this unit.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported problem. The fse reviewed the system logs and noted that the 25521 error was pointing to an issue with the surgeon side console (ssc) left master tool manipulator (mtm) gimbal assembly. The fse replaced the gimbal assembly to resolve the reported problem. The system was tested and verified as ready for use. Isi has received the gimbal assembly for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted following completion of the evaluation. A log review confirmed the urological procedure occurred on (B)(6) 2022 on system (B)(4). No image or procedure video was provided for review. This complaint is being classified as a reportable event due to the following conclusion: the system generated error 25521 during a da vinci-assisted surgical procedure and was resolved with a power cycle. The fse went to the customer site and replaced the gimbal assembly on the ssc left mtm to resolve the reported problem. The initial reported complaint and subsequent findings from the fse could lead to the procedure to be converted/aborted and may lead to an injury due to the patient¿s inability to tolerate a procedure change due to system unavailability after the start of a surgical procedure. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system generated error 25521 and was resolved with a power cycle. The site continued and completed the procedure with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and patient demographic information was requested, but not provided. No further details were provided.